Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. A similar product is sold in the us.

Event description:
The customer alleges that during insertion, the user found the tip of the swg (spring wire guide) kinked. The swg was replaced. The customer reports that they are not sure if the swg was already damaged prior to insertion or if it got damaged during insertion.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual and microscopic examination of the swg revealed multiple kinks and bends throughout the swg body. Both the distal end proximal welds are still intact. The kinks and bends occurred 15 mm, 21.5 cm and 30 mm from the distal end of the swg. The swg length and outer diameter were measured and were within specification. A manual tug test confirmed that both welds remain intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Other remarks: the reported complaint that the swg was kinked was confirmed based on visual inspection of the returned sample. Multiple kinks and bends were examined throughout the swg body. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during insertion, the user found the tip of the swg (spring wire guide) kinked. The swg was replaced. The customer reports that they are not sure if the swg was already damaged prior to insertion or if it got damaged during insertion.